Manufacturer narrative:
A follow up was performed with key market (km), and the responder reported that the device was being set up for use and was not in clinical use at the time the issue was observed. No patient or user harm was reported. This investigation is still ongoing.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "patient circuit occluded" error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a "patient circuit occluded" error code. A service engineer (se) was dispatched, and it was reported that the blower had visible cracks, and damage. The se noted that the blower assembly needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was serviced, and the service engineer (se) reported that the blower was replaced, and the issue was resolved. The device was tested and passed; the device was fully functional, and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.